Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-23052019-0000438316 submitted for adverse event which occurred on (B)(6) 2006. Mwr-23052019-0000438320 submitted for adverse event which occurred on (B)(6) 2006. Mwr-23052019-0000438325 submitted for adverse event which occurred on (B)(6) 2007. Mwr-23052019-0000438326 submitted for adverse event which occurred on (B)(6) 2015. Mwr-23052019-0000438335 submitted for adverse event which occurred on (B)(6) 2016. Mwr-23052019-0000438336 submitted for adverse event which occurred on 2/23/2018. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2006, (B)(6) 2006, (B)(6) 2007, (B)(6) 2015, (B)(6) 2016 and (B)(6) 2018. No additional information was provided.